Event description:
A hospital in (B)(6) reported via our distributor that an mr850 respiratory humidifier was displaying a high temp continually. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.